Event description:
It was alleged that the patient rewarmed too quickly. It was identified by the product manager and product principal engineer, that the warming rate was set at the incorrect time interval, the desired custom time interval was not set. The patient was not adversely affected as a result of this event.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the patient rewarmed too quickly. It was identified by the product manager and product principal engineer, that the warming rate was set at the incorrect time interval, the desired custom time interval was not set. The patient was not adversely affected as a result of this event.